Event description:
It was reported by the affiliate that during an unknown procedure, the tip of the reported product fell off during surgery. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode tip broken off from the shaft and not returned. No further functional analysis could be performed due to device's receiving condition. No conclusion could be drawn as to what caused the tip to break off.